Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was experiencing bladder issues while urinating without knowing and was not constant. Patient was also suspected infection at the lead site. Was treated with IV infusions with hospitalization. Surgical intervention was undertaken where the system was explanted.